Manufacturer narrative:
Investigation results completed on a smiths medical cadd solis vip pumps - 2120 pump. A very brief summary was attached stating the alarm of down stream occlusion was verified. Dso replaced. Secondary complaint of no disposable detected was also verified. After action taken to replaced the sensor, the device passed all testing. The DHR revealed no subsequent problems with device prior to release.

Event description:
Investigation results completed on a cadd solis vip pumps - 2120 pump.

Event description:
Information was received indicating that during use of a smiths medical cadd solis vip pump for total parental nutrition (tpn) therapy, the pump exhibited downstream occlusion alarm. The reporter also indicated that the patient's mother tried to solve the problem by checking the tubing, no kinking, no closed clamp, etc. Were noted. In addition, the reporter indicated that the pump was restarted but the same alarm occurred, then the tubing was changed, after that the pump exhibited "cassette is not attached correctly". Subsequently, family went to the hospital and stayed there overnight to get tpn. No further adverse effects were reported.